Event description:
It was reported that they wanted to know how long the pump was off on each of the 4 pump off events. The log file was submitted for review and it appeared that there was a cluster of no external power and power cable disconnect in which the emergency backup battery (ebb) was used to support function on 05may2026 as a result of the patient unplugging both power leads. The log file then captures a cluster of low power advisory alarm occured on 06may2026 from 6:44 am to 7:08 am. Since the batteries were not replaced, they became low power hazard alarms from 7:08 am to 7:20 am. The batteries were fully drained by 7:20 am and the log file captured no external power and power cable disconnect alarms in which the ebb was used to support function until the ebb died at 9:30 am when the pump stopped. The pump stopped from 9:30:02 am and 9:31:43 am and the system lost all power so they cannot determine how long the pump was off for, as the next timestamp after the 9:31:43 am was time 0:0 on 01jan2000, which occurs when the system controller dies as that¿s the default timestamp on the clock before it is set. The system controller was finally reset and power was restored and the pump was off for 4 seconds after the system controller was reset.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.